Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
During implant of a 23 mm sapien 3 valve in the aortic position using transfemoral approach, there was difficulty advancing the commander delivery system and valve through the esheath and the valve frame bent. The valve was successfully deployed. There was no injury to the patient. The patient was stable post procedure. The patient had a small mld. Photos of the sheath show the distal tip was torn.

Manufacturer narrative:
The delivery system was 90 percent into the sheath when the resistance was experienced. The loader was fully inserted into the sheath. The delivery system was in default position during insertion. The insertion angle was not steep. The vessel was not pre-dilated. There were no abnormalities noted along the liner and the shaft after removing the esheath from packaging or during prep. Imagery of the device and patient anatomy were provided for review. It was noted the distal tip of esheath is torn radially and the valve strut was bent during the procedure. 3mensio of the patient¿s access vessels reveal calcification was present. The device was returned to edwards lifesciences for evaluation. During visual analysis tearing of the sheath distal tip radially and stress/stretch present on hdpe by tears was observed. There were wisps on the hdpe parallel to the score line. Soft tip damaged was observed. There was no material separation noted and the sheath shaft liner was expanded as designed. Due to the nature of the complaint, no functional testing or dimensional inspection was able to be performed. Evaluation of the device revealed that score lines were present on the sheath distal tip. Tearing of the sheath distal tip may be caused by factors related to design/manufacturing of the sheath (e.g. Location of tip score lines, depth of tip score lines). These factors may lead to improper expansion of the sheath distal tip during delivery system insertion, contributing to the resistance observed at the end of the sheath and subsequent tip tear. However, a definitive root cause is unable to be determined at this time. The following were reviewed for instructions/guidance for preparation and use of the devices: the edwards esheath introducer set is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath. Sheath insertion: the proximal tapered end of the sheath is larger in diameter. Hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted beyond the aortic bifurcation. Note: do not use if the sheath is damaged (i.e. Kinked or stretched). Additional considerations: heparin should be given prior to sheath placement to ensure act greater or equal to 250 seconds. Use stiff wire (for peripheral access only) in case of peripheral tortuosity. Utilize wires such as supracore, meier (boston scientific), lunderquist (cook). Apply tension to wire to provide firm rail for placement. Always observe fluoroscopy during insertion. Proper screening is critical to reducing vascular complications. Ensure adequate vessel access. Do not use with tortuous or calcified vessels that would prevent safe entry of the introducer sheath. Delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ? 2 cm. Note: in expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. Ensure sheath tip is still past the aortic bifurcation. Advance thv through loader and sheath using short movements. Caution: the thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation. Sheath removal: remove the suture securing the sheath. Remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards. Do not reinsert the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Have an appropriate dilator ready to occlude the vessel if required. No IFU/training deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Lot history review revealed no other similar complaints. The complaints for ¿sheath distal tip ¿ torn¿ and ¿sheath shaft ¿ resistance with delivery system, bc¿ were confirmed based on the returned devices. No manufacturing non-conformances were identified during evaluation. A definitive root cause was unable to be determined. However, potential factors related to device design/manufacturing may have contributed to the failure mode. A risk assessment was previously initiated to investigate the failure mode and assess associated risks. No defects were identified, and no corrective or preventative action is required.